Manufacturer narrative:
The device was not returned to olympus for inspection however the field service engineer was dispatched to the user facility and confirmed the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause is traced to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, the main lamp of the light source was burned out. There was no patient involvement.